Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified shunt. A 6.0mmx40mmx40cm mustang¿ balloon catheter was advanced to dilate the lesion. No kink was noted prior to use and no resistance was encountered;however, the balloon ruptured at 20 atmospheres on the first inflation for 30 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.